Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).

Event description:
Surgeon reported that patient came in for follow up. Upon x-ray discovered that the left 2nd metatarsal pip joint had fused properly but the proximal body of the smart toe implant had broken. Kept implant in and there was no need for revision per surgeon decision.

Manufacturer narrative:
Evaluation summary: the reported event that smart toe ii 19mm / 10° angle (implant) had a breakage after surgery could be confirmed with x-rays. The breakage occured within 6 weeks (see x-rays 3 & 4: implant is already broken on the (B)(6) 2013 - implantation was on the (B)(6) 2013). Surgeon reported that patient came in for follow up late (B)(6) and he reported that "pip joint had fused properly but the proximal body of the smart toe implant had broken". He "kept implant in and there was no need for revision per surgeon decision". (See x-rays 1 & 2 from (B)(6) 2013). As we have no information regarding patient height, weight and postoperative care, we cannot determine the root cause of this breakage. Based on complaint history and previous cases, it has been identified that smart toe implants can break when patient is obese or when patient does not respect postoperative care or when patient keeps an important activity within 6 weeks after surgery. All of these reasons could not be excluded in this case and according to x-rays, overload is the most probable cause for this implant breakage after surgery (the interphalangeal gap is too important). A previous statement was provided by our clinical expert on a similar case, his expertise read: "the smart toe is intended to transfer only reduced loads (e.g. With protective application of a forefoot off-loading shoe) until bone consolidation is confirmed by the follow up x-ray examination (normally after 4 - 6 weeks). Early breakage of a smart toe after such a short period is only possible with immediate postoperative full weight bearing and/or massive acute overloading caused by an acute impact injury (e.g. Caused by an unintended hit). No information concerning the circumstances of the implant breakage has been submitted. Therefore, it is only possible to give a short statement in general." Based on the investigation results, this case could be classified as patient-related (overloading). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon reported that patient came in for follow up. Upon x-ray discovered that the left 2nd metatarsal pip joint had fused properly but the proximal body of the smart toe implant had broken. Kept implant in and there was no need for revision per surgeon decision.